Event description:
Boston scientific received information that two days post implant, this right ventricular (rv) lead exhibited increased thresholds. It was suspected that the lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead remains implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.